Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Manufacturer narrative:
Please take in consideration the file attached for the previous report submitted.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that patient was seen in the ER and diagnosed with left leg cellulitis. He was ambulatory treated with oral antibiotics (500mg cephalexin 5 days 3x1 and bactrim 800/16mg 5 days 2x1) but was later on due to worsening of symptoms admitted for one night in hospital on (B)(6) 2017 where he was treated with IV antibiotic (clindamycin 300mg IV) after which was released for home with clindamycin 300mg p.o. 3 days 4x1. On (B)(6) 2017 patient was once more hospitalised, treated i.v. Antibiotics (unspecified) to which the condition improved, until finally been resolved on 3rd day of hospitalisation when patient was released home with augmentin 875mg 7 days 2x1 and doxycycline hyclate 100mg 7 days 2x1.

Manufacturer narrative:
Corrections based on additional information received.